Event description:
It was reported that during a medical procedure using uf400 and 27040fp1-s the patient was burned. The uf400 turn on it's own no petal was stepped on and it was possible it was on the wrong setting. Cross reference medwatch 9610617-2025-00804.

Manufacturer narrative:
The customer will not return the device for evaluation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference complaint ID: (B)(4). This event is filed under internal complaint ID: (B)(4).